Event description:
Resident had a history of falls with a decline in functional abilities and cognitive skills. Resident was being treated by physician with medications prescribed for problems. Side bed rails were indicated to provide safety. Resident was seen by nurse on rounds at 9:20 pm. Resident was restless and had leg through side rail. Resident was cautioned not to attempt to sit up by herself. At 9:50 pm nurse checked on resident and found her sitting on floor between side rail and bed with head caught on lower rail, non-responsive, without pulse and ashen color. 911 and director of nurses was called. Administrator also responded.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: unanticipated. Conclusion: no failure detected and product within specification. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device use continued with restrictions/limitations, user education provided, inserviced by other facility staff. The device was not destroyed/disposed of.